Event description:
It was reported that during an unknown procedure, the device was found to have a broken cannula upon opening. In order to finish case, the doctor had to open another trocar. There were no patient consequences.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device was not used on the patient. The case was finished with a 5mm bladeless xcel trocar w/stability sleeve, cat# b5lt, lot# l4en8m.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: the device was not used on the patient. The case was finished with a 5mm bladeless xcel trocar w/stability sleeve, cat# b5lt, lot# l4en8m.

Event description:
It was reported that during an unknown procedure, the device was found to have a broken cannula upon opening. In order to finish case, the doctor had to open another trocar. There were no patient consequences.